Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the infection were that they were in the hospital for a while and had some strong antibiotics and some in-home antibiotics for a couple of months. The patient saw their infectious disease hcp and they said that the patient's white count was high. The patient went into the hospital because they were having trouble breathing. The patient said they were checked by another hcp and their white count was normal. The patient has an appointment setup with their infectious disease hcp to get a biopsy of their spine and something else. The issue has not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were currently in the hospital due to severe back pain. The patient stated that they were in a lot of pain and that the issue started on (B)(6) 2019. It was noted that the patient was getting and MRI and requested compatibility guidelines. No further complications were reported or anticipated. Indication for use is spinal pain. Additional information received from the patient on 2019-apr-01. It was reported that the patient had a spinal infection and they didn't know if the pain was related to the spinal infection- it was a new pain and the ins didn't cover the area. The patient didn't know how they got the spinal infection. They thought the device was working as intended but not for their new pain. The ins worked great for their nerve pain in their legs and feet but it didn't work for their back pain. No further complications reported.